Manufacturer narrative:
The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular and that the radius tangent is coming into contact with the outer blade tip. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. (B)(4) has been generated to address this condition on the inner blade edgeform associated with this assembly. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause of the reported incident cannot be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During an instability repair procedure it was reported that while taking down some of the labrum, the device started to shed. The shedding was removed with another blade. When the shedding occurred the surgeon was taking bone from under the labrum. It was stated that there was no abnormal force use during the procedure and the surgeon did not experience any seizing. A delay of two minutes was reported and the procedure was completed with another device. No patient injury or complications were noted.